Event description:
It was reported that during a procedure in the m1 segment of left middle cerebral artery, the subject stent was used to retrieve the clot. The physician pulled the subject stent retriever, but it broke off from the delivery wire during retraction. Subject stent retriever was stuck inside patient and no attempts were made to remove it. The procedure was not completed successfully. Patient is currently on blood thinner medication and aspirin. Patient is currently recovering from procedure in the intensive care unit.

Event description:
It was reported that during a procedure in the m1 segment of left middle cerebral artery, the subject stent was used to retrieve the clot. The physician pulled the subject stent retriever, but it broke off from the delivery wire during retraction. Subject stent retriever was stuck inside patient and no attempts were made to remove it. The procedure was not completed successfully. Patient is currently on blood thinner medication and aspirin. Patient is currently recovering from procedure in the intensive care unit.

Manufacturer narrative:
The device history record review confirms that there is no indication that the device, labeling or packaging failed to meet its specifications when released. The returned device was confirmed to be subject retriever listed from the returned packaging. After decontamination subject retriever was examined and it was observed that the subject stent retriever was not attached to the returned unit. The subject device core wire and shaft coil were examined. The shaft coil was damaged (kinked & stretched) and the core wire was broken/fractured. Sem imaging of the fractured core wire was performed with r&d sustaining and the fracture location was confirmed at the round-to-flat transition area on core wire. The fracture surface was observed to have a "two-zone" fracture; where both brittle fracture and ductile fracture regions are present. Performance testing was not performed due to the condition the device was received. From the condition of the product it appears that the product had been under excessive manipulation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information was received indicating that the device was prepared as per the dfu, no anomalies noted to the device after removal from the packaging or prior to preparation, and continuous flush was maintained throughout the procedure. Based on the information provided, it is most likely that the subject retriever stent became dislodged from the device itself due to anatomical or procedural factors encountered during the procedure. An assignable cause of procedural factors will be assigned to the as analyzed defects of 'retriever core wire broken during use', 'retriever coils damaged', and as reported defects of 'retriever fractured/broken during use' and 'un-retrieved device fragments', as this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.